Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced an infection. On an unreported date, about two weeks prior to this report, the pt was diagnosed with an unspecified infection. The pt was hospitalized for about one week for the event (dates unspecified). On an unreported date, the pt was treated with unspecified antibiotics. The pt did not know the name of the antibiotic but described the antibiotic as the ¿type not added to pd solution¿. The pt did not know what type of infection it was and further described it to be ¿infection in the tube¿. On an unreported date, the pt was discharged from the hospital. At the time of this report, the pt was not recovered. On an unreported date, the pt was transferred to hemodialysis (hd). Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up will be submitted.